Event description:
Report rec'd of a non-delivery of blood. The device was set to deliver blood at 150ml/hr. The pump kept alarming for air-in-line every 15 to 30 secs. According to the customer contact, there was no visible air in the line. The tubing was re-adjusted in the tubing channel, and the infusion was re-started. It was reported that drops were initially noted in the drip chamber, but that approx 30 minutes later, there were no drops seen in the drip chamber. The pump display was incrementing as though fluid was being delivered, but there was no delivery of fluid. It was reported that the tubing was properly positioned within the tubing guide and all along the tubing channel under the pump door. There were no pump alarms reported. The tubing in the pumping channel was noted to be "completely flattened". There was no adverse pt event. The pump was removed from clinical service.